Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to clip after the first attempt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Cam disengaged. Eval summary - the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and was noted to have the lockout fired through. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.